Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to an infection. The customer also reported that there was possible issue with reservoir. The customer's blood glucose was unknown at the time of incident. The reservoir will be returned for analysis.

Manufacturer narrative:
Analysis tested random seals from reservoirs returned and snap caps for anomalies. None were found during testing. Reservoirs were not occluded.